Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 28-may-2024, it was reported by the patient that he receives an alarm within 3 hours of insertion. In troubleshooting blockage is found in the tubing. Infusion set was placed in thigh. No further information was available.